Manufacturer narrative:
(B)(4).

Event description:
Clinical study investigator contacted dexcom on (B)(6) 2015, on behalf of the blinded (B)(4) study clinical participant for the to report that on (B)(6) 2015, the participant was suspect of a severe hypoglycemic event. A friend called 911; however, the subject refused to go to the hospital. There is a large data gap, showing no wear of the device in the early morning and afternoon, potentially during the hypoglycemic event. The continuous glucose monitoring (cgm) system had been worn continuously before and after the suspected adverse event. The blood glucose data for the late afternoon and evening shows values as being very high - ranging from 243 to as high as 511. The 511 value was noted just after the cgm was re-initiated that afternoon. At this time, it is unknown whether an adverse event occurred or not. The subject was screened and denied having history of severe hypoglycemic events to the site staff, which has been determined as false. Apparently, this participant with type 1 had a history of unstable glycemic control and hypoglycemic events. The subject has been terminated from the study. It is unknown if there were transmitter errors or if the subject did not wear the cgm at that time of the noted event. No additional event or patient information is available.